Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Customer replaced the air separator, valve 43 and loading pressure regulator, and confirmed that the reported problems filling program and filling of saline bag were resolved. Machine was returned to service with no further issue. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history report confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facilityreported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The machine is currently out of service as the biomedical technician is awaiting parts to repair the machine. No sample has been returned for manufacturer evaluation.

Manufacturer narrative:
The biomed changed the air separator, valve 43 and the pressure regulator to resolve the issue.